Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump as well as battery out limit alarms. The customer was calling back from a previous troubleshoot with a power error alarm. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. The customer was assisted with troubleshooting but he customer decided to return the device back for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board). After disconnecting and reconnecting the internal battery connector at electronic board. Pump was monitored and functioned properly. Unit was received with normal operating currents and no unexpected low battery alarm noted during testing or found in history file. Replace battery alarm, replace battery now alarm and power loss alarm found in long trace history file due to connector resistance (electronic board). Unit was received with minor scratched lcd window.